Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device longevity displayed grey bar. The device was set inside for several days and interrogated again. The battery longevity still showed grey bar. The device was not used. No patient was involved in this event.